Event description:
It was reported that the chronic left ventricular lead dislodged after generator replacement, an apparent "twiddler's syndrome." The lead was revised and is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.